Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. The following defects were found with the device upon evaluation. It was found that the motor did not turn smoothly as it was corroded. The o-rings were also found to be defective. There was a short circuit in the motor cable. The resistance value of the hand control set was out of specifications and the keypad assembly was also found to be not responding properly. The motor doesn't start and the device was leaky. The motor, motor cable, defective o-rings and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system due to the leaky device and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, causing the short circuit. The corroded motor has a tendency to stick and not turn. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same, along with the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/18/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado hp w hand control was defected. No patient consequence and no surgical delay was reported. No additional information was provided.